Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the first inflation. The lesion being treated was located in the calcified and 90% stenotic left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with the deployment of a stent and another maverick2 balloon. Patient status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.